Event description:
Pt complained of tight joint. Surgeon removed base plate cut the tibia down and cemented new base plate now poly insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a tight joint. The cause for the tight joint was determined to be most likely due to size selection or placement of the tibial stem in the original surgery. There are no indications of material, design or mfg problems that would contribute to a tight joint. The pt was revised 3.9 yrs after prior surgery to remedy a tight joint. The revision surgery consisted of replacing the tibial baseplate and insert. The explanted devices were not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. This is the 9th complaint for the baseplate (2 for looseness, 1 infection, 1 poor bone quality, 1 trauma, 1 dislocation, 1 limited row, 1 instability, and 1 for pain). The replacement implants indicate that the size was not optimal, or possibly the location of placement of the originally implanted stem was different than desired. The cause for the tight joint was most likely size selection or placement of the tibial stem in the prior surgery.